Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that he used to ride his motorcycles, dirt bikes and four wheelers and wrecked his motorcycle while he wore the insulin pump and caused the damaged to insulin pump. Customer also stated that the accident was not related to blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with scratched case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows a scratch to the case not a crack as stated by user. (B)(4).